Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the weld of the bag. The leak was discovered after dispensing unspecified medication in the bags. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information : the lot was manufactured between june 23, 2018 to june 25, 2018. Two (2) actual devices were received for evaluation. Unaided eye visual inspection was done and revealed a tear in the top left corner of both bags. A functional test was performed and observed a leak from the top left corner of the bags. The reported condition was verified. The cause of the leaks were the tear in the bags. The cause of the tears in the bags could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.